Event description:
The patient was implanted with dual percutaneous leads on (B)(6) 2011, for low back and bilateral leg pain. It was reported that the patient was without stimulation due to lead migration. Surgical intervention has been scheduled to explant the patient's lead; however, there are plans to leave his ipg implanted. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.